Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0rm3n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that about 6 months after the device was implanted, she found out that the electrodes were not working properly. It was noted that they may need to take the device out and replace it. There was no fall or trauma related to this issue. She did not think she was a whole lot better off with the device. The patient was getting at least a 50% reduction in symptom. She was not retaining urine like she used to. The information presented is conflicting as the patient did not think she was a whole lot better off but it was noted she was getting at least 50% reduction in symptoms. It was unclear if the patient was getting therapeutic benefit. Additional information from the health care professional (hcp) reported that impedances on 0+1 to 2+3 were > 4000. The device was reprogrammed. The cause of the electrodes not working properly was a lead fracture. The hcp noted that the patient was to determine the course of therapy; lead revision or abandonment. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow-up information was added to the event. If additional information is received, a supplemental report will be sent.